Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had drawers were not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 2.1 and drawer 7 were not detected on bus. A field service engineer (fse) found with auxiliary drawer 2.1 and auxiliary full height drawer 7 showing cubies not detected on bus and unable to recover in the app. Opened back panel and confirmed all correct lights were displayed on the module board. Powered down the device and re-seated all drawer connections for both drawers. After rebooting, all not detected on bus errors were cleared. The system functioned as intended after the field service engineer repaired the device.